Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that registered nurse was unable to log in to the pyxis server. The technical support specialist (tss) attempted multiple times to contact the customer but was unsuccessful. Three strike rule notifications were sent. However, no response was received from the customer, and the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, user was unable to access the pyxis server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, user was unable to access the pyxis server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.